Event description:
It was reported that patient underwent ilasik in both eyes in (B)(6) 2015. On one day post treatment (B)(6) 2015 striae noted in left eye. Flap was lifted and stretched in left eye on (B)(6) 2015. On (B)(6) 2015 post treatment visit visual acuity sans corrected 20/20 in right eye and 20/20 left eye flaps in place corneas were clear.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.